Event description:
The patient experienced no stimulation sensation and acute pain in the left hip which started about six days ago. He had an MRI about one month ago due to pain in his left hip. His health care provider was trying to figure out the cause of it. His device was still working at that time. He did try to increase and decrease stimulation but nothing has seemed to help. His device therapy normally really helps him.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported that the patient's implantable device was not working. When turning on the patient programmer it was reported that all "four lights were on" and none of them were blinking. Troubleshooting was done, programmer was turned on again and "there was a beep." It was reported that all four lights were still on. It was reported that patient was not feeling any stimulation. It was reported that the stimulation stopped six days ago. It was reported that it was possible that the patient had gotten water on the patient programmer. It was reported that the patient had an MRI done about a month ago for left hip pain. It was reported that the stim had been on but it wasn't really helping the patient about a month ago. It was reported that the patient felt that the pain had gotten worse since the MRI. It was reported that normally the device works for the patient and it helped the patient a lot. Patient had tried adjusting stim but it wasn't working.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7434a, serial# (B)(4), product type programmer, patient; product ID 3986, serial# (B)(4), implanted: (B)(6) 1999, product type lead; product ID 7492, serial# (B)(4), implanted: (B)(6) 1989, product type extension; product ID 7434a, serial# (B)(4), product type programmer, patient. (B)(4).